Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the diminished r-wave amplitudes, decreased pacing impedance measurements, and high pacing threshold values that were observed clinically.

Event description:
It was reported that at 15 days post-implant, this right ventricular (rv) lead exhibited diminished r-wave amplitudes, decreased pacing impedance measurements, and the capture thresholds could not be measured. A lead revision was subsequently performed, but the physician was not able to find a suitable position and this lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that at 15 days post-implant, this right ventricular (rv) lead exhibited diminished r-wave amplitudes, decreased pacing impedance measurements, and the capture thresholds could not be measured. A lead revision was subsequently performed, but the physician was not able to find a suitable position and this lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.